Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Serial #: expiration date unk. Implant date: unk. Explant date: unk. Initial reporter occupation: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm implantable collamer lens into the patients eye. The lens was reported as having narrow angles and remained implanted. The reporter indicated the eye is now fine and no exchange is needed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Serial #: expiration date unk. Implant date: unk. Explant date: unk. Initial reporter occupation: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm implantable collamer lens into the patients eye. The lens was reported as having narrow angles and remained implanted. The reporter indicated the eye is now fine and no exchange is needed. Additional information has been requested but none has been forthcoming.